Event description:
A malfunction was reported with malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump with an updated version and provided instructions for returning the malfunctioning pump to tandem. The customer acknowledged the instructions and will use the current pump until the replacement arrives.